Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the one touch ultrasoft lancing device's threads were stripped/damaged. The medical affairs specialist mailed a letter on january 10, 2008, since the reporter was not willing to stay on the phone to provide further information; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the lancing device issue occurred in june of 2007. The patient stopped using the device at that time. Seven months earlier, the patient became hypoglycemic and she was taken to the hospital. Her blood glucose was tested; the meter result was 20 mg/dl. She did continue to take her oral medication regimen, which consists of metformin 2000 mg, actose 30 mg, and glymipride 4 mg. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the reporter alleged the patient was found to be hypoglycemic after the reported issue occurred.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.